Event description:
It was reported that a pt underwent a pelvic floor prolapse procedure along with a hysterectomy and bladder lift procedure on (B)(6) 2005. The pt has long term discomfort and pain throughout the pelvis, gluteal area, and hips since the procedure. The pain is burning, pulling, sharp and aching which comes and goes. The pt takes tylenol or hydrocodone 325 as needed for pain and fish oil for inflammation. In 2010, the pt was given a steroid injection in l-4 - l-5 facet for arthritis. This did not stop the pain in the hips/buttocks only in the back. The pt was also given one steroid injection to the sacroiliac joint which did not help.

Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.